Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136285.

Event description:
It was reported that after a fall patient experienced increased rib/scapular pain. The patient's physician ordered an x-ray that showed the patient's left lead had migrated out of the epidural space. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Remove "medical product: scs lead (x1)". Remove the following statement "the allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136285"

Event description:
Related manufacturer report number:3006705815-2024-00500. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient experienced increased pain after suffering a fall. X-ray confirmed the left lead had migrated. The patient underwent a revision where both leads were replaced. Imaging showed further migration of both leads. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.